Event description:
Reporter alleged missing segments in the result display on the advantage system. Reporter alleged no actions or treatment based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.